Manufacturer narrative:
Date of device breakage and non-union is not known. Additional product codes: kwp, mnh, mni. (B)(4). Date of implant reported as (B)(6) 2015. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had a c2-t1 posterior cervical fusion with synthes synapse 3.5mm rod system in (B)(6) 2015. The synapse screws were in c2, c4, c6 and t1 bilaterally. At an unknown point in time, the t1 synapse screws broke bilaterally due to nonunion. The screws broke off just below the head on the synapse screws. On (B)(6) 2018 a revision was performed to address the non union and the broken screws in t1. First the locking caps and rods were removed. A decision was made to use the synapse 4.0mm rod system with the larger diameter rod. Then all the existing synapse 3.5mm rod system screws were removed and replaced with synapse 4.0 rod sytem screws (did not replace the t1 screws). There were no hardware related issues except for the two broken t1 screws. The surgeon was able to remove all the hardware except the left t1 broken screw which remained in the patient. He was able to retrieve the right t1 broken screw. New synapse 4.0mm rod system screws were placed in t2 and t3. He then contoured new rods and secured them to the screws with new synapse locking caps. The new construct is from c2-t3. He successfully completed the procedure. Concomitant devices reported: titanium locking screw (04.614.508, lot number unknown, quantity 2), rod (part number unknown, lot number unknown, quantity 2). This report is for one (1) 4.0mm titanium cancellous polyaxial screw 30mm. (B)(4).